Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no reported patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were flushed with enzymex l9. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator were manually cleaned with enzymex l9 detergent and a kit scopeclean brush by albyn medical (ref # (B)(4) /lot # b1213434a). The scope was manually disinfected with anioxyde 1000. The scope was stored vertically in a simple cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. The customer also provided a copy of the wash/disinfectant of the scope which was performed on (B)(6) 2022. Endocap, endohigh paa and endohigh detergent were used. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on all channels of the evis exera iii gastrointestinal videoscope. The air/water channel tested positive for twenty (20) colony forming units (cfus) of citrobacter freundii. The operating/biopsy channel tested positive for thirty (30) cfus of citrobacter freundii. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was separated, the distal end cap cover was scratched, the plug unit hosing was damaged, and there was wear and tear on the biopsy channel. However, these defects alone are not considered severe enough to cause a potential adverse event. Third party culture testing was performed by olympus where: apr 26, 2022: sampling from: all channels. Cfu: 1cfu. Bacterial identification: micrococcaceae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same bacterium was not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.